Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a skin irritation under the electrodes. The medical staff at the patient's facility applied a lotion to the affected areas. Follow-up indicated that the rash had completely healed.